Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Results: evaluation of the returned product found that the iol was rotated to the left and the rod passed iol as reported. Volume of used viscoelastic material appeared to be enough. No irregularities found on injector and iol,all met criteria. Claim # (B)(4).

Event description:
The reporter stated that upon handling the rod of a ks-ni2 aq310ain 12.5 diopter preloaded injector, the rod passed below the iol and the lens became stuck inside the injector. There was no patient injury and the surgery was cancelled.